Event description:
It was reported to boston scientific corporation that an advantage fit transvaginal sling system was unpacked for a cystocele repair procedure. According to the complainant, there was a perforation of the inner packaging of the device in an area other than the seal and the sterility of the device appeared compromised. It is unknown whether the outer box was damaged. The device was not used for the procedure. The physician completed the procedure with another advantage fit transvaginal sling system and the patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The device was not returned, so the root cause was undeterminable. A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event.

Event description:
It was reported to boston scientific corporation that an advantage fit transvaginal sling system was unpacked for a cystocele repair procedure. According to the complainant, there was a perforation of the inner packaging of the device in an area other than the seal and the sterility of the device appeared compromised. It is unknown whether the outer box was damaged. The device was not used for the procedure. The physician completed the procedure with another advantage fit transvaginal sling system and the patient's condition at the conclusion of the procedure was reported to be "fine."